Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2014, product type accessory; product ID 8711, lot # n132195001, implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that an alarm was heard, however, telemetry had not yet been performed. The health care provider (hcp) had just gotten a call from the patient¿s mother stating she was hearing an audible alarm from the pump. During the report, the hcp was looking at old programming strips and the reservoir alarm date was (B)(6) 2014. The device system was used to deliver baclofen. It was later reported that they discovered that someone misread the refill date on the print out as (B)(6) 2014 instead so the patient¿s low reservoir alarm started to occur sooner than expected. Once they were made aware, they refilled the patient. The patient is and has been doing fine it was reported. It was later reported that the device contained lioresal. Emergency baclofen was ¿given that day¿ in 20mg tablets. Symptoms the patient was experiencing included increased tone, severe spasticity, sweating, gagging and an increased heart rate. It was confirmed the patient had missed a refill. The patient came into the office and was immediately refilled. They were also given a 75mcg bolus dose as well the mode was changed from simple continuous to flex with bolus dosing. The patient was monitored until they were medically stable and then released. The patient missed the alarm date by one day because the refill date as previously reported of (B)(6) 2014 looked like (B)(6) 2014. The patient was scheduled for a refill in august due to this error. The patient was brought in when the family heard the alarm going off. In terms of how the patient was now doing, they were listed as recovered without permanent impairment. It was lastly noted the incident had occurred on a saturday and the patient had been called and checked on by the health care provider (hcp) and nurse every day since then. The patient had also had lab work done during the week of (B)(6) 2014 and was seen in office with a nurse practitioner for checkup. It was reported the patient was back to baseline.